Manufacturer narrative:
Evaluation summary: it was caused due to the ccd failure. It is random failure. This report is being filed as part of the pentax backlog management plan.

Event description:
Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. The time of event is unknown. There was no report of patient harm. Black spot in the endoscopic image, an explanation video will send to you with this complaint.